Event description:
The pencil would not deactivate. The button was released, the pencil was laid on the pt. The pencil remained on and burned thru drape to pt. Superficial burn 1 mm x 1/2mm. No serious injury.